Event description:
Recall box received an email in which end user alleges that her chair was damaged during a plane trip. She believes that the result of this damage was a chair that has erratic operation.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model ta4, serial number/date code (B)(4) is approximately 5 years 3 months old. The owner's manual part number 1110545 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Malfunction has not been confirmed.